Manufacturer narrative:
Concomitant products: 4076-45 lead, implanted (B)(6) 2010; 7120-60 lead, implanted (B)(6) 2010.

Event description:
It was reported that during review of a remote transmission, the left ventricular capture threshold was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.